Event description:
It was reported that noise was observed on the egm's. Noise was reproduced when the patient lifted his arm and extended it across torso.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.